Manufacturer narrative:
Upon receipt, the device was at elective replacement indicator (eri). A longevity analysis was performed using available programmed settings and usage data and found the battery depletion to be normal. The device functioned normally on the bench and no anomalies were found. Premature depletion was not confirmed by analysis. During data review of the device image, analysis found the battery life estimated on the programmer was higher than the actual battery life remaining. This longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer software.

Event description:
During an in-clinic follow-up, the device was found to have reached the elective replacement indicator (eri). Premature battery depletion was suspected. Abbott technical support was contacted and believed the battery depletion to be normal, however, the physician still suspected the observed battery depletion to be abnormal. The device was explanted and replaced to resolve the event. The patient was in stable condition.